Event description:
While performing a cysto turp the tip of the swivel obturator on the gyrus scope broke off in the patient. The surgical resident was able to retrieve the piece and did not find any other pieces left behind. FDA safety report ID# (B)(4).

Event description:
While performing a cysto turp the tip of the swivel obturator on the gyrus scope broke off in the patient. The surgical resident was able to retrieve the piece and did not find any other pieces left behind. FDA safety report ID# (B)(4).